Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
(B)(4). This is one of three device reports associated with this event.

Event description:
Additional information: the plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2014-03840, 03841 and 2937457-2014-00917.